Event description:
Caller reported a cartridge alarm 30 during the load process. Customer's blood glucose level was displayed as "high" with no specific value known. To address this, the customer administered a correction injection via multiple daily injections (mdi). No third-party assistance was required. Despite having no previous reports of this specific error with the pump, consecutive cartridge alarms were noted, leading to technical support deciding to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.